Event description:
An eyecare practitioner has reported that patient presented in 2003 experiencing photophobia, redness & excessive tearing in the left eye for 1 day associated with wear of focus night & day lenses. No staining was present, however, there was mild edema, 2+ injection and trace cells and flare. Ecp diagnosed iritis and prescribed pred forte every 4 hours and homatropine twice a day. Medication was tapered off through four days. Iritis resolved and contact lens wear was resumed. No vision loss occurred. No further information is available.